Event description:
The customer reported that the live image was intermittently cutting out. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system power cable was replaced. The system was then found to be operating as intended.